Event description:
It was reported that a patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance. No changes or interventions were reported. There were no patient consequences.